Manufacturer narrative:
(B)(4). Concomitant medical products - femoral head catalog#: 650-1057 lot#: 038470, mallory head acetabular cup catalog#: 13-104152 lot#: 870910, taperloc femoral stem catalog#: 103203 lot#: 748100. DHR was reviewed and no discrepancies relevant to the reported event were found. Multiple MDR reports were filed for this event. Please see associated reports: 1825034-2016-03682 and 1825034-2017-02481.

Event description:
It was reported that patient underwent a revision procedure due to unknown reasons. During the procedure, the femoral head and acetabular liner were removed and replaced. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a left hip revision procedure approximately four years post-implantation due to instability and an acetabular fracture that resulted from a fall. During the procedure, the liner was noted to be deformed, metal markings were noted on the femoral head and synovectomy was performed. The head and liner were removed and replaced. Screws were also implanted to fixate the fracture.